Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed. A technical support specialist (tss) confirmed that the issue was resolved by the field service engineer (fse) through the replacement of the cubie. Upon investigation, it was identified that the customer had overfilled the cubie and forcefully closed it, which resulted in the mechanism becoming jammed and inaccessible. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.